Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation procedure, the brk needle punctured through the curve of the sheath during transseptal puncture. A stylet was used and the needle was not preshaped. The devices were removed and replaced. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The dilator had been perforated proximal to the distal tip. There was no visible damage to the sheath. A needle/stylet assembly from current abbott inventory was inserted and advanced through the dilator/sheath assembly with no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the perforation remains unknown.